Event description:
Pt received a new 515 pump in jan 2005. The first battery duracell ultra aaa- lasted one month but the battery indicator on the pump screen was erratic; it would show full charge for more than 5-7 days, when suddenly it would drop to 1 bar out of 4 for several hours; then resume showing a full charge. Nonetheless, the pump did not stop working during that time. The second battery lasted just 13 days, but that's because pt had turned on the "meter" feature, which uses radio frequencies to communicate with a blood glucose meter. The battery indicator on the pump once again, showed conflicting levels of charge from time to time. On the final day the battery remained in the pump, the backlight stopped working, which indicated to pt they should change the battery asap. The pump still functioned normally in other respects. Battery voltage was precisely 1.48 vdc immediately after removal. The third battery duracell ultra aaa was installed. It's terminal voltage was 1.60 vdc at the time. After approx 2 weeks, the battery indicator dropped to 3/4 charge. On event date, at the exact moment that the pump, which was clipped to waistband, fell about 12"-16" it was prevented from falling onto the floor by the restraining action of the attached infusion tubing, and alarm sounded. Pt retrieved the pump as it dangled in front of them and opened the leather case to see what the alarm was about. The screen showed a black circle at the top, indicating a problem, and in large letters, the message "battery test failed" was displayed. Had pt not been aware of this failure, their blood sugar would have soared to crisis levels in less than 6-8 hours. Pt immediately removed the battery, checked its voltage, 1.41 vdc, and replaced with a new duracell ultra aaa. Pt then phones minimed support to tell them what happened. The technician kept insisting that the only reason pt had a problem was because they'd put a duracell battery in the unit. Pt explained they've been using duracell batteries since 1996 with their pumps, regardless of their contention that energizer batteries should be used. Pt told them they'd not had problems and could not conceive that the reason pump suddenly went from 3/4 charged to "battery test failed" in a split second was the result of the brand of battery and not that its failure coincided with the falling motion of the pump. The person even made the ridiculous statement that one was not supposed to even test a battery before placing it in the pump. Pt retorted that they'd tested the batteries with high impedance digital voltmeter, which did not place any load on the battery such as some battery testers might impose. It was clear that the individual at minimed did not have a background in battery technology to discuss the matter intelligently. After about 15 minutes of arguing about the issue, the rep finally asked if pt wanted the pump to be replaced, contrary to their earlier statements that they were not going to exchange it. Pt said, "yes", and then they put pt on hold for some time to check what date pt would receive the pump. They came back on the line and told pt to expect the pump 3 days later by 10:30. They then further explained the necessity for pt to be at home to sign for it, to which pt explained they knew the routine quite well. Summary: pt has used minimed pumps since 1996. When they are working correctly, there is a minimum of one day's warning that a low battery condition exists, giving the pt plenty of opportunity to replace the battery before the pump stops functioning. During that time, the backlight will stop working, but that is an incidental issue. The 515 pump that pt has completely stopped working in an instant. No prior warning that the battery was low. Pt has gone on line and found other pts are complaining that the battery indicator is highly erratic; one moment it reads near fully charged; the next it reads only one bar. This is not an mp3 player or other non-essential device; it must work 24/7 to ensure pt health. Pt implores the agency to immediately contact minimed to arrange further in-depth testing of its current series of infusion pumps.